Event description:
When flushing, the dfx hub popped off. Did not power inject but fell off when flushing. Describe patient /(hcp) / user impact: blood got everywhere. Stated it happened last week as well with a 22g but was just notified at 3:50pm est on (B)(6) 2025. Apparently, it happened when it was power injected. What was the impact on the patient, if any? The patient was calm but was not happy that this had happened and that we had to start a new IV. Was there any adverse event or serious injury reported involving the patient or healthcare professional? If yes, please provide details. - there was no serious injury to the patient or the health care professional.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of separation other component - leak was confirmed upon inspection of the photo. Analysis of the sample showed that bd was able to observe the defect reported by the customer. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.